Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient developed a wound around the area where the sensor was applied. The nail apparently fell off.